Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information was received indicating patient was revised due to loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised nine years post-implantation due to pain and loosening of the acetabular shell. Intraoperatively, metallosis was noted in the synovium as well as the proximal femur. The acetabular component was confirmed to be loose and erosion of the superior and posterior acetabulum was noted.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852, m2a-magnum pf cup 52odx46id, 144390, 12-103207, taperloc por red/dist 13.5x147, 359610, 139256, m2a-magnum 42-50 tpr insrt std, 448260. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11331, 0001825034 - 2017 - 11332, 0001825034 - 2017 - 11333. Product location unknown.

Event description:
It was reported that the patient was revised nine years post-implantation due to pain. During the revision procedure, the surgeon noted metal on metal debris. Attempts to obtain additional information have been made; however, no more is available.